Manufacturer narrative:
H10: internal complaint reference; (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: corrected information in b5.

Event description:
It was reported that during arthroscopy, when clamping the meniscus the clamp of the basket punch broke. No surgical delay was reported and it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during arthroscopy, when clamping the meniscus the clamp of the basket punch broke. Non-significant surgical delay was reported and it is unknown how the procedure was completed. No further complications were reported.